Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 29th and 30th distal stent wraps with struts raised. Misalignment was evident to 31st distal stent wrap. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the mid rca. Calcification was mild. Stenosis was 90%. There was no damage noted to packaging. The device inspected was inspected. Negative prep was not performed. The lesion was not pre-dilated. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is indicated that the stent could not cross the lesion. The procedure was completed with a non-medtronic stent. No patient injury was reported. Analysis of the returned device found stent deformation occurred.